Manufacturer narrative:
Per the surgeon, prior to the decision to explant the device, the infection was treated with augmentin (amount and dates not reported). Additionally, the patient underwent a procedure (date unknown) to drain infected site. Cultures indicated that patient had a staph infection. This report is filed (B)(4) 2013

Event description:
Per the clinic, the device was explanted due to infection. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure to drain infected site on (B)(6) 2013.

Manufacturer narrative:
(B)(4).